Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the water bottle with tubings and heterogeneous module (hm) mixers. The cse also replaced the reagent 1 (r1), reagent 2 (r2), reagent 3 (r3), and sampler tubes and probes. The cse then replaced the r1 transducer, photometer belt and photometer lamp. The cse also performed photometer alignments and tubings decontamination. All instrument alignments, system check and quality controls were acceptable. The cse was re-dispatched to the customer site to follow a siemens regional support center (rsc) specialist's recommendations. The cse replaced the sample arm with transducer, pump cassettes, r2 mixer and probe, wash wheel, and hm tubings. The rsc specialist was dispatched to the customer site. After evaluating the instrument, the rsc specialist cleaned the cuvette windows, checked the r1 probe alignment, adjusted the purified water content and checked the centrifugation parameters. During another follow-up visit, the cse checked the r1 alignments, adjusted r1 and replaced elga water with dimension purified water. The cse performed instrument calibration and precision testing, which was acceptable. The hsc specialist reviewed the instrument data and indicated that the imprecision on the sample for patient 1 was due to the conjugate carryover. The cause of the imprecision on other patient sample and quality controls is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer of a dimension rxl max with hm instrument observed imprecision on cardiac troponin-I (ltni) patient samples and quality controls. The customer did not indicate that there was imprecision or discordant results on the patient samples used for diagnostic purposes. While reviewing instrument data, a siemens headquarters support center (hsc) specialist discovered two patient samples on which imprecision was observed. These samples were used for troubleshooting and not for diagnostic purposes. There are no known reports of patient intervention or adverse health consequences due to the imprecise ltni results.

Manufacturer narrative:
The initial MDR 2517506-2016-00361 was filed on october 25, 2016. Corrected information: the initial MDR states, "while reviewing instrument data, a siemens headquarters support center (hsc) specialist discovered two patient samples on which imprecision was observed." The correct information is the hsc specialist had discovered three patient samples on which imprecision was observed.

Event description:
The customer of a dimension rxl max with hm instrument observed imprecision on cardiac troponin-I (ltni) patient samples and quality controls. The customer did not indicate that there was imprecision or discordant results on the patient samples used for diagnostic purposes. While reviewing instrument data, a siemens headquarters support center (hsc) specialist discovered three patient samples on which imprecision was observed. These samples were used for troubleshooting and not for diagnostic purposes. There are no known reports of patient intervention or adverse health consequences due to the imprecise ltni results.